Manufacturer narrative:
During the onsite investigation, the territory manager (tm) verified the information reported via logfiles and the system laptop. The laser performed the correct treatment that was programmed into the laptop. A full system verification and preventive maintenance was performed and no problems were found with the system. The root cause of the customer's complaint is user handling. (B)(4).

Event description:
A laser technician reports an incorrect axis measurement was entered for a pt's surgery. The intended axis was 90 degrees, however 9 degrees was entered into the system by mistake. The pt is now overcorrected and will need a retreatment.